Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(4), compared to a laboratory result using an unknown method. At 9:01 am the meter result was 2.6 inr. Between 10:00 and 11:00 am the laboratory results were 3.8 inr and 3.8 inr. The patient's warfarin was withheld for 2 days based on the laboratory result. The patient's therapeutic range is 2.5-3.5 inr. The patient tests weekly.

Manufacturer narrative:
Occupation is patient/consumer the returned meter and 1 strip were returned for investigation where they were tested using a high-level control sample. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.